Event description:
It was reported that a patient presented during an implant procedure. The right ventricular lead exhibited loss of capture and low impedance during positioning, before the pocket was closed. The lead was exchanged. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for analysis measuring 58.2 cm with the stylet inserted. Visual and x-ray examination revealed cuts on the suture sleeve and outer insulation, a suture tie impression 16.0 cm. From the connector pin, and the helix retracted and clogged with dried blood/tissue. Electrical testing revealed an internal short due to the overtightened suture sleeve tie, which caused inner insulation damage. The reported events of no capture and low lead impedance were confirmed due to this.